Event description:
It was reported that the patient experienced an air embolism, st segment elevation and cardiac arrest. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The faradrive sheath was exchanged over the pigtail wire for the was. The pigtail catheter was inserted for an angiogram, and air was accidentally introduced into the line using the manifold. St segment elevation was noted on EKG. Simultaneously, anesthesia stated they lost the blood pressure reading of the patient. The pigtail catheter was removed, and the was remained in the left atrium. Cardiopulmonary resuscitation (CPR) was started for the patient and transesophageal echocardiogram (tee) indicated that there was still cardiac motion with no pericardial effusion seen. The patient was given medication and CPR was continued for 1 minute to assess for pulse. Strong femoral pulse was noted, so CPR was not resumed. The physician inserted a femoral arterial line for continuous pressure monitoring. St segment elevation improved after several minutes. The physician determined the patient had stabilized and wanted to proceed with the laa implant procedure. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is recovering well and is expected to make a full recovery from this event.

Event description:
It was reported that the patient experienced an air embolism, st segment elevation and cardiac arrest. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The faradrive sheath was exchanged over the pigtail wire for the was. The pigtail catheter was inserted for an angiogram, and air was accidentally introduced into the line using the manifold. St segment elevation was noted on EKG. Simultaneously, anesthesia stated they lost the blood pressure reading of the patient. The pigtail catheter was removed, and the was remained in the left atrium. Cardiopulmonary resuscitation (CPR) was started for the patient and transesophageal echocardiogram (tee) indicated that there was still cardiac motion with no pericardial effusion seen. The patient was given medication and CPR was continued for 1 minute to assess for pulse. Strong femoral pulse was noted, so CPR was not resumed. The physician inserted a femoral arterial line for continuous pressure monitoring. St segment elevation improved after several minutes. The physician determined the patient had stabilized and wanted to proceed with the laa implant procedure. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is recovering well and is expected to make a full recovery from this event. It was further reported that the patient made a full recovery and was discharged home from the hospital.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038114934. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism (st segment elevation), arrhythmia (cardiac arrest), and hypotension (resuscitation, hospitalization, medication required). Risk review a risk review was completed and confirmed that the events of air embolism (st segment elevation), arrhythmia (cardiac arrest), and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced an air embolism, st segment elevation and cardiac arrest. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The faradrive sheath was exchanged over the pigtail wire for the was. The pigtail catheter was inserted for an angiogram, and air was accidentally introduced into the line using the manifold. St segment elevation was noted on EKG. Simultaneously, anesthesia stated they lost the blood pressure reading of the patient. The pigtail catheter was removed, and the was remained in the left atrium. Cardiopulmonary resuscitation (CPR) was started for the patient and transesophageal echocardiogram (tee) indicated that there was still cardiac motion with no pericardial effusion seen. The patient was given medication and CPR was continued for 1 minute to assess for pulse. Strong femoral pulse was noted, so CPR was not resumed. The physician inserted a femoral arterial line for continuous pressure monitoring. St segment elevation improved after several minutes. The physician determined the patient had stabilized and wanted to proceed with the laa implant procedure. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is recovering well and is expected to make a full recovery from this event. It was further reported that the patient made a full recovery and was discharged home from the hospital.